Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 500 mg/dl. Customer stated that the cannula was bent. Customer was assisted with troubleshooting for cannula bent. Customer stated that was blood after insertion. Customer declined troubleshooting for high blood glucose level and blood loss. The insulin pump will not be returned for analysis.